Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed the sheath was kinked, and an imaging core windup with a coiled drive cable and an imaging window detachment were encountered near the lap joint section. The imaging window was not returned for analysis. E1: initial reporter facility name: (B)(6).

Event description:
Reportable based on device analysis on (B)(6) 2024. It was reported that visualization issues occurred. The target lesion was located in left anterior descending artery. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. During the procedure, the tip of the catheter was damaged and could not be reset. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed that the imaging window was detached.